Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: the patient was scheduled for inferior vena cava (ivc) filter placement secondary to prophylactic indications for upcoming bariatric laparoscopic roux-en-y gastric bypass surgery. Access was gained via the right common femoral vein. The ivc filter was deployed under fluoroscopic guidance with the apex positioned in the infrarenal inferior vena cava near the level of the renal veins. Approximately three years and four months post ivc deployment, the patient had pain and swelling and a lower right extremity duplex scan showed a partial thrombus in the right common femoral vein. Radiology tests after this date showed incidental findings of ivc filter in place and ¿appropriately positioned¿ ivc filter. No further information is found and the status of the patient and that of the ivc filter is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for clogged filter as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the patient experienced thrombosis. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.